Event description:
On (B)(6) 2014, the distributor contacted animas stating on the morning of (B)(6) 2014, the patient experienced a hyperglycemic event and was hospitalized due to ketoacidosis. The patient reportedly was treated in the hospital. The reporter denied having any issues with preparing the infusion set and had changed out the set the evening of (B)(6) 2014. The reporter alleged that the cartridge was almost empty and the pump did not emit an ¿empty cartridge alarm. Customer technical support (cts) received additional information from the distributor on (B)(6) 2014 regarding the patient¿s condition. The patient reportedly was doing fine and was released from the hospital. It was noted that the patient was waiting advisement from the health care provider. Cts will continue to follow up with the distributor to try and obtain more information regarding the incident. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due the allegation the pump did emit an alarm.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download history. The pump passed the delivery accuracy test and was found to be delivering within required specifications. The vibratory and audible alarms were found to be working on the pump. All keypad buttons were found to be responsive to user input. The rewind, prime and load steps were successfully performed on the pump. A 10 unit audio bolus and a 10 unit normal bolus were successfully performed on the pump. The reported complaint was not duplicated or confirmed during investigation. Unrelated to the complaint, the text on the display screen was found to be dim had had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.